Manufacturer narrative:
A ge oec svc rep investigated the issue and cleaned and re-greased the high voltage candlesticks. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy sys made popping sounds during a procedure and shut-down. This sys was re-booted and the procedure was completed.